Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10july2019. Customer advised to send unit to bench for repair. No new information received and no parts were returned to complete the fi. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit had a faulty or missing battery. There was no report of patient involvement.